Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that she taking a lot of medicine and has not eaten. Customer stated she had high blood glucose because she did not have the pump on. Customer is waiting on replacement. The customer reported via phone call indicating that the insulin pump alarm check setting. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated the alarm occurred during the first rewind. The customer performed the high pressure test and passed. Customer was advised to monitor pump.